Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad rubber is completely missing and the keypad flex is detached and unplugged from the pcb. The contrast key contact is missing. The pump powers on and displays verify screen. Evaluation revealed that there was contamination under the up and down contacts. The display lens was found to be scratched. (B)(6).